Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported "a few years ago" after getting their ins implanted, it would feel like they were getting "electrocuted" so they turned their stim off. It had been off for a few years until recently when they went back to managing hcp's office where they turned it back on. Patient reported they didn't have the heart to tell the hcp not to turn the therapy back on because they could not find their external controllers. Patient stated they're buried in their craft room. Patient also could not find mdt ID card. Patient is leaving for an alaskan cruise tomorrow morning. Patient reported initially feeling like it was "poking" when hcp turned therapy back on, but that they have now gotten somewhat used to it. Patient was very understanding of the fact that they should have reached out sooner, and verbalized acceptance of continuing with the trip with the therapy on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.